Manufacturer narrative:
One 18f manta closure, one 18f manta sheath and one 18f introducer were returned for evaluation. The manta closure was not locked into the sheath. Blood particulates were noted on the unit. The collagen plug (collagen, toggle, radiopaque lock) can be seen within the bypass tube. The unit was decontaminated and inspected. The lever of the manta was not engaged. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance advancing the bypass tube. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The der process will continue to monitor for any similar events.

Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: first vascular closure device bypass tube would not pass through sheath diaphragm. Device removed and replaced with new device. Physician noted some difficulty with the second device, but was able to successfully connect and deploy it additional information on (B)(6) 2022: during a tavr procedure on the (B)(6) 2022 there was no issues advancing or withdrawing the sheath. It was reported that there was severe resistance met while attempting to advance the bypass tube so the entire device was removed and a new sheath was placed for a second device. There was difficultly with the second device and a second MDR has been opened to investigate.